Event description:
It was reported by service report that the headboard, footboard and siderail were damaged. It was further reported there was a scale malfunction, a fowler motor malfunction, and a lift malfunction. It was also reported, the power cord was missing its ground prong. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: siderail. Fowler motor, lift power coil cord, lift sensor coil cord. Load cell, headboard, footboard. At this time, it is unknown what position the bed was in at the time of the component failure. If further information becomes available, a follow-up will be filed.